Event description:
The customer reported that during implant surgery of the syncardia temporary artificial heart (tah-t), there was a discrepancy between the right and left ventricle cardiac output (co) reading on the display of the companion 2 driver while supporting a patient at (B)(6) hosp. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a discrepancy between the right and left ventricle cardiac output (co) reading on the display of the companion 2 driver, it did not prevent the driver from performing its life-sustaining functions.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.